Manufacturer narrative:
Pump performed within specifications. Cylinders performed within specifications.

Event description:
The ambicor device was removed from the pt and a dynaflex device implanted, reason not indicated. Ams has requested additional info.